Event description:
On (B)(6) 2022 a 68-year-old patient underwent a lariat plus convergent procedure. During the withdrawal of the lariat suture device, the snare loop was trapped on the left atrial appendage. The physician commented that the laa had an abnormal morphology. The physician released the snare loop and withdrew the device. Following the removal of the lariat device, it was noticed that blood was coming from the soft tip sheath. Efforts were made to stop the bleeding, but bleeding continued. The physician elected to convert the procedure to an open procedure via median sternotomy. A small tear at the base of the laa was repaired by the surgeon. The patient remained stable during the surgery and went to recovery. This was a procedural complication with no reported device malfunction.